Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during a proximal femoral nailing system (tfna) procedure, when surgeon passed the reamer down the femur, the medullary reamer head came off the drive shaft and could not be retrieved. There was no surgical delay. The procedure was successfully completed. The patient's progress and recovery is reported as normal. This report is for one (1) 11.0mm medullary reamer head this is report 1 of 1 for complaint (B)(4).